Event description:
Our rep is reporting to us that during an arthroscopic knee repair, the surgeon observed metal shavings emanating from a femoral aimer and falling into the pt's joint space. All of the debris was removed and the procedure was concluded successfully without further issue or harm to the pt. Device discarded by user facility.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.